Event description:
The customer reported via phone call that he had a sensor in for a day and was receiving a change sensor alarm. Customer had a calibration error alert and then a threshold suspend alarm. Customer's sensor glucose reading was 55 mg/dl. Customer's blood glucose was 185 mg/dl. Customer was going to change the set when he received a motor error and then a no delivery alarm. Customer stated that the no delivery issue was resolved and the customer believes that everything was resolved by turning the sensor off. Customer stated that there is a small crack on the side of the pump as well as scratches. Customer stated that yesterday the infusion set kept coming off. Customer's blood glucose was between 82-145 mg/dl. Customer declined troubleshooting. Customer was advised to discontinue pump use and revert to a back-up plan. The insulin pump, infusion set, and the sensor will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.